Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in-clinic for follow-up feeling dizzy. Upon interrogation, the pacemaker was discovered to be in back-up vvi mode. The device was not reprogrammed due to a low battery status. The device was explanted and replaced due to elective replacement indicator (eri). The patient tolerated the procedure well.